Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed device not detected on bus error. As a result, the cubie was released, and the medication was moved to a different pocket. However, the system continued to display the original pocket as still existed, despite the medication being relocated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 6.2 cubie e4 had failed. A field service engineer (fse) reseated the row board connectors for drawer 6 (1 and 2) to resolve the issue. Further, the pharmacy technician completed inventory of medication in the drawer. The system functioned as intended after the field service engineer repaired the device.